Event description:
Customer called to report a stain leak of approximately 2 to 3 milliliters from the coulter lh750 hematology analyzer slide stainer. Customer also stated that the baths were unable to drain. The leak was contained to the instrument area. Customer replaced pump #1 (methanol) to address the leak issue prior to the arrival of the field service engineer (fse). Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The fse inspected the instrument and did not observe a leak upon arrival. The fse replaced the waste filter to resolve the bath drain issue. The fse then cleaned and inspected the waste drain pressure sensor. The fse also inspected the liquid module components repaired by customer to ensure proper installation. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to pump #1, which was replaced by customer prior to the fse's arrival.

Manufacturer narrative:
(B)(4).